Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 6.8 cm diameter thoracic aortic aneurysm in zone one. The proximal neck was 37 mm and the distal neck was 32 mm in diameter. The aortic neck length was 42 mm. There was mild calcification at the superficial femoral artery. It was reported that approximately four months after the index procedure, the patient expired due to an ascending aortic dissection which was confirmed by a CT check . Two months post implant, a follow up CT was taken and no observations were seen. The physician commented that it is unknown the direct causality with the valiant devices. Film review analysis: review of returned angio images at implant showed the taa just distal to the lsa in the arch. The proximal main device was implanted just distal to the brachiocephalic, and a proximal cuff was placed several mm's proximal to the main device. The lsa was then coiled. Both sets of bare springs were positioned near to the level of the brachiocephalic ostium. No stent graft issues were observed. Cta's from 3-months post-implant showed no stent graft issues or endoleaks. No dissection was seen. The max diameter taa was approximately 6cm. Cta's from 5-months post-implant were non-contrast; the reported type a dissection could not be assessed due to the limited films. No obvious stent graft issues could be confirmed. The cause of the type a retrograde dissection could not be determined. It is possible that the implant of the stent graft into zone 1 may have contributed.

Manufacturer narrative:
(B)(4). Method: film. Results: dissection, death. Unknown cause of event. Implanting in zone one. Conclusion: unknown cause of event. Dissection, death. Implanting in zone one.